Event description:
It was reported that during a ptca/stent procedure of a calcified mid lad, resistance was encountered during advancement. The delivery system was pulled into the guide catheter where it was noted that the stent had separated. The stent was snared from the coronary; however, it was again in the periphery. The target lesion was treated using another company's stent. The pt is reported to be doing well.